Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb4355, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 15-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's battery was depleted and the battery was replaced. During replacement, there were 5 electrodes that had high impedances. It was reported that there may have been high impedances before replacement. The rep re-inserted the lead several times and impedances kept changing. Physician stated rep could not change lead as a paddle lead at time. Rep to program in recovery and see coverage. Issue has been resolved at this time. No further complications were reported/anticipated.